Event description:
It was reported that the patient received a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) while sleeping. The physician reviewed the episode and suspected the shock was inappropriately administered due to noise. Review of stored device information found two other similar episodes stored with oversensing of noise,. One was an atrial fibrillation (af) episode, and the other an untreated episode. The s-ICD was programmed in primary sensing vector. The patient was brought in for troubleshooting and the noise was unable to be reproduced. Automatic set up was performed and secondary sensing vector passed both the supine and upright position. Subsequently the sensing vector was reprogrammed. X-ray images were taken and reviewed by the physician and field representative. They did not show any findings. The electrogram (egm) information was sent to boston scientific technical services (ts) for review. Upon review, ts noted that the noise appears consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. The recommendation would be to keep secondary vector as permanent sense vector configuration. Ts further noted that impedance data is stable. The s-ICD and electrode remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.